Manufacturer narrative:
Per the user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl. Customer reported the luer lock connection between the cartridge pigtail and infusion set tubing was loose. Customer tightened luer lock and a bolus was delivered to address bg. During bolus delivery, an occlusion alarm occurred. Customer resumed insulin delivery to clear occlusion and bolus delivery was completed. Customer declined tandem technical support's offer to troubleshoot for the occlusion.